Event description:
It was reported that one day post implant, an increase in capture threshold was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient had no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomaly was found.